Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the patient (pt). The pt reported, the cause was not determined. The pt went to a back specialist. And the pt was told, they can remove the stimulator ,while the doctor is fusing l4 and l5 [unrelated]. The device will be removed. Weight was reported.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that for about the past three months their implant had not been taking a charge and was no longer blocking their pain. The patient stated they met with their healthcare provider today and were told to call the manufacturer to see who they should talk to about a removal or replacement procedure. The patient stated the implant stopped working in december. The patient added that they were still in quite a bit of pain even when the implant was working, so they will likely just have it removed. The manufacturer's patient services specialist (pss) offered to troubleshoot with external equipment for the implant not charging, but the patient declined. The issue was not resolved. Pss reviewed implant longevity with the patient and redirected the patient to their healthcare provider to discuss removal/replacement.